Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 86-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp support ongoing when after 31 hours of the support the patient manually explanted themselves. The loss of appropriate positioning is a reportable event, despite this being a use issue and no harm or injury noted.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. Based on the clinical details, the root cause of the positioning issues is most likely due to use as the patient pulled the impella out.